Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose alert on the ilet and confirmed a blood glucose of 500 mg/dl by fingerstick, with the user observing insulin leakage from the cartridge; the user stated they did not overfill the cartridge, changed supplies per guidance, and no lot information was available. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance required, no ketone testing, and no use of backup therapy. Investigation included agent troubleshooting and education with follow-up attempts. Investigation of this case revealed hyperglycemia with a suspected infusion or cartridge issue reported by the user, but the specific device component and root cause could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.